Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that he took a glucagon shot and took another one then quit eating. The customer was advised to only treat based on finger stick glucose. The customer stated that he was experiencing low blood glucose frequently. The insulin pump will not be returned for analysis.